Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the promus premier us mr 16 x 4.0mm stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was not subjected to positive pressure. The balloon wings were tightly folded in position. Crimp markings were evident on the balloon wall. The bumper tip of the device showed no signs of damage to the tip. A visual and tactile examination found hypotube kinks along the full catheter length. A visual and tactile examination found damage to the guidewire lumen 65-84mm distally from the port site; the lumen was stretched and kinked in several places. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16may2016. It was reported that crossing difficulties were encountered. A 4.00x16mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached.